Manufacturer narrative:
The investigation is still I progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used and 2 unopened magic3 intermittent silicone catheter in the original unit packaging. Initial visual inspection noted no obvious defects. Per functional evaluation, the three samples were tested for flow rate of the catheter. Three (3) of the three (3) catheters were within the flow rate specifications. The specification for flow rate of a 10fr. Male length hydrophilic intermittent catheter is a minimum of 30ml per minute. The catheters averaged 226.11ml/minute and ranged from 206.67ml/minute to 240.00ml/minute. The reported event could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer.¿ (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following insertion of the catheter, there was no flow of urine.